Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed incorrect interpretation of signals on the implantable cardiac monitor (icm). No changes or intervention was performed. There were no patient consequences.